Event description:
According to the available information in medwatch report mw5185114: "it was reported that the patient underwent a surgery to remove a non-(B)(6) device and replace it with a new artificial urinary sphincter (aus). No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22."

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.